Event description:
The patient had an acute myocardial infarction. After being intubated, the iab was inserted uneventfully. Later, after being moved to the coronary care unit, the pump alarmed with "high gas leak". The iab was removed and replaced without any complications.